Event description:
During the initial implant procedure, maneuvering difficulties and deflection issues occurred and the leadless pacemaker (lp) and delivery catheter were removed from the body. At this time, the lp prematurely separated from the delivery catheter. The tethers of the catheter were misaligned and a new delivery catheter was selected to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
As received, a catheter was returned in one piece with blood noted on the handle. Visual inspection found the tether control knob was in aligned position, but the bullets were found misaligned. X-ray examination found one of the tethers slipped inside the release tether screw. X-ray examination of the transition zone, torque coil and pull wires did not find any anomalies. Deflection test was performed, and the catheter could form a curve at the distal region but could not cross the catheter body. The slipped tether inside the released tether screw could have contributed to the reported events of failure to align and premature separation.